Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump basal iq feature was not suspending and resuming insulin properly. Tandem technical support reviewed the pump data and found the basal iq feature was functioning as intended. Customer acknowledged information; however, was not satisfied. Customer declined to discuss event further and disconnected from call with tandem technical support. Customer's blood glucose was160-200 mg/dl.